Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of four. The home patient (hp) was still connected. The supply bags were empty. There was solution in the heater bag only. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm by cycling the power on the hc. The hp was going to finish with a manual bag. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.